Manufacturer narrative:
Product event summary: hw41502 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was admitted for a transient ischemic attack (tia) and presented with diplopia with associated gaze abnormality. A head computerized tomography (CT) scan was unremarkable and the results of a neurological exam were intact. The patient's tia and symptoms resolved within a few hours. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an vad pump. There was no evidence that the patient had a history of ischemic attacks events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for a transient ischemic attack (tia) and presented with diplopia with associated gaze abnormality. A head computerized tomography (CT) scan was unremarkable. It was further reported that the results of a neurological exam were intact. A brainstem ischemic event was suspected. The patient's tia and symptoms resolved within a few hours. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.